Event description:
Procedure: lap roux-en-y reversal. Reportedly, when the stapler was fired, the stapler transected tissue, but the staple line failed. The procedure was converted to an open procedure, bleeding occurred resulting in 1 unit of blood loss. The or time was extended approximately 2 hours and the anastomosis was manually sutured.